Event description:
Pt complained of not getting relief from pca medication. Rn realized that most of the medication was still in the bag. Further assessment revealed that the pca button was not working (i.e. When pushed pt did not receive bolus). Biomedical engineering tested the pump and identified a broken cable as the source of the problem. This has been a frequent problem with these pumps. Biomed believes the cable should be designed to be more flexible. We are also reminding our staff not to tightly wrap the cords for storage.